Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and a stage ii anterior vaginal wall prolapse. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and anterior mesh and sling with hammock approach were implanted. The patient underwent the current procedure of cystoscopy during mesh implantation. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2011 due to eroded vaginal mesh. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-24090. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced prolapse, infection, scarring, abdominal problems and spasms. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to eroded mesh. No additional information was provided.